Event description:
Related manufacturer reference number: 2017865-2021-40171. It was reported that a patient presented in clinic on (B)(6) 2022 complaining of dizziness. Episodes of noise on their right atrial and right ventricular leads were observed, which resulted in oversensing and led to pacing inhibition. Both leads were deactivated and replaced on (B)(6) 2021, although both deactivated leads remained implanted. The leads were later explanted on (B)(6) 2022. The patient was discharged post-procedure.